Event description:
It was reported that a malfunction alarm occurred with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump.